Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's back door was broken. It was also indicated that the programmer's micro processing unit (mpu) printed circuit board (pcb) assembly was out of specification electrically. It was also indicated that the media bay door, the display hasps, the keyboard, display hood, and the upper case half were broken. It was also indicated that the lower case half, rear display cover, and upper hinge plate were worn out. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the door on the back of the programmer was broken. The programmer was returned to service. No patient complications have been reported as a result of this event.